Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the driver broke and remained in the screw head. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed approximately ~4mm of the instrument¿s tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter reveals the diameter is in print specification. The hardness of the shaft indicates that the driver was never heat treated hrc 28. Conclusion: the tip of the driver was twisted off from overload. This premature failure is likely do to the lack of heat treatment of the shaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.